Event description:
The customer contacted stryker to report that their device unexpectedly lost power multiple times during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. The device electronic record was reviewed and it was confirmed that the device lost power three times. The batteries that were used during the event were past its recommended use-by date. However, they were not returned for evaluation and therefore the root cause could not be determined. The battery pins were replaced as a precaution. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power multiple times during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.